Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd received 8 samples for investigation. The returned samples were evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was not observed. Also, the returned samples were evaluated by functional testing and the indicated failure mode for preactivation with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to preactivation as all samples met specifications. Also, 16 of the retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to preactivation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the needle was slipping back into the wingset unit while attempting to draw. No adverse impact was reported regarding the patient or user.